Manufacturer narrative:
On august 27th ge healthcare (gehc) learned that the leak from the ires warmer did not affected the ires warmer but instead impacted a gehc aisys anesthesia machine. The initial MDR on the aisys was reported under manufacture report number 2112667-2025-07501 on 09/24/2025. There was no reportable event on the ires warmer.

Manufacturer narrative:
Ge healthcare (gehc) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Gehc has requested more information regarding the patient impact and alleged product problem. Block a: no patient information provided to date. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block g2 report source other: swedish medical products agency (mpa) ref no: 6.6.2-2025-057914 legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported a patient was connected to a giraffe irs during surgery when it was alleged that the patient oxygen concentration dropped. The level of desaturation was not reported by the customer. It was alleged that the device had difficulty maintaining the correct oxygen level despite increasing the oxygen concentration. There was no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.